Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that the patient was getting poor communication and the patient was unable to communicate with the implantable neurostimulator recharger (insr) or patient programmer. It was noted that the patient had last charged 1-2 months ago. There were no reported patient symptoms. No troubleshooting/actions taken were reported for this event. Further follow up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. The patient's indications for use included postlaminectomy pain.